Manufacturer narrative:
The insulin pump was received missing segments and al display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display and experienced high blood glucose level. The customer¿s blood glucose level was 406 mg/dl. The customer was assisted with troubleshooting. Customer reports damage to the pump and pump got dropped onto wooden floor and noticed that only able to see bottom 1/2 of the lcd screen and not able to see what is on the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.